Manufacturer narrative:
Integra has completed their internal investigation on september 8, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; one of the wires slightly came out of the tube. However, the risk for the patient or the user is very low since the insert cannot be used in this condition. The electrical insulation is not compromised. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the most probable cause of the wire displacement is a gluing defect.

Event description:
It was reported migration of the wires at the base of the insert. Product was in contact with the patient, no patient injury and the event lead to 30 minutes surgical delay. Additional information was requested and the following was received on (B)(6) 2016: thirty minutes surgical delay is considered a significant increase in relation to the surgery time. Procedure was completed with a replacement device.

Manufacturer narrative:
Additional information received on september 22, 2016. (B)(6).